Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable neurostimulator (ins) hasn¿t worked for 2 years. They stated that they have not charged the implantable neurostimulator (ins) for over a week, and when they tried to charge the ins, they were unable to connect. The patient stated that they have all kinds of pain around the ins site for the past 5 months and getting worse with time. They stated that they have had muscle spasms in the area, and they think that the ins has moved. The patient noted that they can feel the ins and it feels ¿different.¿ the patient was redirected to follow-up with a healthcare provider. No further complications were reported or anticipated.